Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. The date the initial injection was administered is unknown. 5 may2026 is used as an approximate date. Second lead information: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent multiple spinal injections. Following these injections, the patient reported significant pain relief and requested explant of the evoke scs system. The explant request will be evaluated by the physician. The patient reported discontinuing use of the scs therapy, stating that they believe the stimulation was affecting their heart. Device evaluation concluded that the patient experienced stimulation in their lower back and legs and not in the chest area.